Manufacturer narrative:
It is standard of care and prescribed in the IFU that valves and patches undergo a series of extensive rinses during the preparation phase prior to implant in the patient. This rinse process is required as the valves and patches are stored in glutaraldehyde. Accessories are also typically rinsed prior to use. It is possible, during this standard / mandatory device preparation, fibers or particulate may be observed. There are inherent tissue fibers on the ¿rough¿ surface of the pericardial tissue that at times can be difficult to distinguish from particulate. The rinse process should remove all particulate. As a result, small amounts of particulate are highly unlikely to enter the patient and cause injury. There are cases, however, where the particulate can be partially embedded in or attached to the leaflet or valve. If the particulate can be rinsed, the potential for injury to the patient is remote. If the particulate could be not removed during the rinsing process, and the valve was used in a patient, there is a potential for the particulate to enter the patient and embolize. The device was returned and product evaluation is in progress. The root cause of this event cannot be conclusively determined. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number (B)(4).

Event description:
It was reported that flakes of white material were coming off a 33mm mitral valve during rinsing prior to use. There was no patient harm. Another device was used without incident.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated h3 per new information received . H3: product evaluation . Customer report of "flakes of white material were coming off" were not confirmed. Valve was examined before decontamination. Valve was returned in a jar without any solution nor particulates present. As received, valve was still attached to the holder with the tricentrix system in the fully deployed position; all green sutures on the holder and adaptor remained intact at the cutting channels. Suture holes were not visible around the sewing ring. No visible inconsistencies were observed on the returned valve and attached valve holder.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Updated b5, e4, and h6 per new information received.

Event description:
It was reported that flakes of white material were coming off a 33mm mitral valve during rinsing with saline prior to use. There was no patient harm. Another device was used without incident. As reported, the surgeon was not comfortable using the subject valve upon discovery of the ¿flakes¿.

Manufacturer narrative:
H10: additional manufacturer narrative. H3: product evaluation. Customer report of "flakes of white material were coming off" were not confirmed. Valve was examined before decontamination. Valve was returned in a jar without any solution nor particulates present. As received, valve was still attached to the holder with the tricentrix system in the fully deployed position; all green sutures on the holder and adaptor remained intact at the cutting channels. Suture holes were not visible around the sewing ring. No visible inconsistencies were observed on the returned valve and attached valve holder.